Event description:
Patient was revised to address lucency around the femoral and tibial devices likely because the cement did not interdigitate into the sclerotic bone.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.